Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.